Event description:
It was reported that the infinity acute care system (iacs) m540 did not display the correct electrocardiogram (ECG) tracing. The monitor displayed a tracing that was labeled "asystole," but it appeared like a ventricular fibrillation rhythm, but it was not. The customer changed out the leads and wires, but the event persisted. The m540 was then exchanged, and the issue resolved. There was no interruption in patient care. No adverse patient impact or patient death was reported.

Manufacturer narrative:
A complaint was submitted where it was reported that a m540 device was displaying ECG tracing but states 'asystole'. The m540 was tested and repaired by a draeger technician at the telford repair center. During testing, ECG signals to the cited m540 were applied by using a simulator. The device ran for several hours displaying all signals with no dropouts or errors. The issue reported by the customer could not be re-created as no device failure was identified. The technician found the battery to be out of date, so it was replaced along with the damaged end cap. Draeger service card ipm-l 10.0 testing was performed after repair of the m540 and it passed all tests. Draeger has determined that the cited m540 is ready to be returned for clinical use. No device failure was found.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the infinity acute care system (iacs) m540 did not display the correct electrocardiogram (ECG) tracing. The monitor displayed a tracing that was labeled "asystole," but it appeared like a ventricular fibrillation rhythm, but it was not. The customer changed out the leads and wires, but the event persisted. The m540 was then exchanged, and the issue resolved. There was no interruption in patient care. No adverse patient impact or patient death was reported.